Event description:
The customer reported that the device continued to run after activation. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.